Event description:
Per the clinic, the patient experienced a performance decrement with device use and the device was explanted (B)(6) 2013 and reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4). Device currently unavailable.